Event description:
Olympus was informed that there was an unspecified probe error message displayed during an unidentified procedure, and the probe was said to have been broken off while the subject device was said to have been withdrawn from the pt. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the initial reporter to obtain additional info. The initial reporter reported that the event occurred during a laparoscopic supracervical hysterectomy (lsh) procedure, and the subject device was said to have been broken off as it was being removed from the pt through the trocar. The intended procedure was said to have been completed with the gyrus instrument. The device referenced in this report was returned to olympus for eval with the tip portion detached. There was discoloration noted throughout the manipulation jaw, insertion section and on the handle. The detached tip portion was measured at 15 mm in length. The subject device was evaluated with the usg-400 and a probe output check was performed which resulted in "u512: open circuit error". A probe check was subsequently performed which resulted in "u509 ultrasonic level error" due to the distal end of the tip was damaged and detached. The teflon pad was damaged with a dark charred stain noted in the center and was found slightly melted at the proximal end. The wiper movement was stuck and the consistency movement of the jaw was jammed due to excessive tissue buildup. The handle load and the rotation knob torque were fine. The subject device including the detached tip portion had been forwarded to the OEM for further eval.